Manufacturer narrative:
The exact age of the patient is unknown, however the patient was reported to be over 18 years old. A visual analysis of the returned device found that the distal end of the catheter, including the balloon, was missing. The catheter was cut at the exit marker and the missing tip was not returned. Additional damage was noted to the device; the catheter was found to be twisted near the hub and a kink was identified on the working length of the catheter. The condition of the returned device suggests that the distal tip was cut to facilitate the extraction of the catheter back into the scope. It is possible that the physician could not fully deflate the balloon due to catheter being kinked. Based on the results of the evaluation conducted and the details of the complaint, it can be concluded that the device was used in the procedure contrary to the event description which states that the kink was found during preparation. The root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2010. According to the complainant, during preparation, the balloon was bent in half out of the package. The physician completed the procedure with another of the same device with no patient complications. The patient was reported to be fine at the conclusion of the procedure. Preliminary investigation observations of the returned device revealed that the distal tip (including the balloon) is missing from the device and the working length of the catheter is kinked in two spots. The site confirmed that the correct device was returned. Based on this information, the event has been deemed reportable.